Event description:
Pt reports her cadd legacy pump serial number: (B)(4) won't stop beeping - was hooked up to the pt at the time. No harm to the pt. She switched over to her working pump with no issues. Sending pt new pump for tomorrow morning as a replacement and pt will return pump serial number 406720. No further info available. Reported to (B)(4) by pt/caregiver. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.